Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that unspecified vessel puncture closure was attempted after an unspecified procedure using a proglide device; however, the proglide "tip/end" broke off in the patient's artery requiring vascular repair surgery. There were no adverse patient sequelae reported. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced is filed under a separate medwatch report number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot break was confirmed. The failure to deploy the sutures (sutures pulled out of the artery) could not be confirmed as not all components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information received: it was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The first proglide caught slightly in the vessel after the anchor was deployed prior to pulling back. However, upon pulling back there was not much resistance. The sutures did not deploy and pulled through the vessel wall. Two additional proglides were deployed uneventfully after the sheath was upsized to 8fr then 14fr sheath. Both proglides tied ok at the end of the procedure. However, another proglide and an angioseal closure device were required to achieve hemostasis. Vessel occlusion was noted. Surgical cut down was performed and the separated tip of the black plastic anchor from the first proglide was found in the anatomy and was removed. Observation of the first proglide showed that the separated tip had come from this first device. Surgical repair of the vessel with a bovine pericardial patch was performed. The patient was discharged to home 4 days post-operatively. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.